Manufacturer narrative:
The results of the investigation concluded the sheath deflected in both directions when actuating the steering mechanism, and deflected in the correct shape with no resistance noted. In addition, the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported perforation could not be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an ablation procedure for premature ventricular contractions originating in the right ventricular outflow tract, a pericardial effusion occurred. Following the procedure, an echocardiogram was performed which revealed a cardiac perforation. A pericardiocentesis was performed and heparin reversed with protamine administered to stabilize the patient. There were no performance issues with any abbott devices. Related manufacturing reference: 3008452825-2017-00027, 2182269-2017-00034.